Manufacturer narrative:
Additional device product codes: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Part number: 456.304-us, lot number: 3l39728, part manufacturing date: june 10, 2019, manufacturing site: (B)(4), part expiration date: n/a, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 3l39728 of ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformance's noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot h611885 met all specifications with no issues documented that would contribute to this complaint condition. A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the surgeon removed all three trochanteric fixation nail (tfn) to the patient not healing and needing to convert to a total hip. There was no surgical delay reported. The procedure was successfully completed. There was no patient consequence. Concomitant devices reported: 10mm/130 deg ti cann troch fixation nail 170mm-sterile (part number 456.315s, lot h053179, quantity 1), 5.0mm ti locking screw 38mm- for im nails (part number 458.938, lot h856858, quantity 1). This report involves one (1) 11.0mm ti helical blade 95mm. This is report 2 of 3 for (B)(4).